Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to being prematurely depleting. Latitude data showed the remaining battery percentage had dropped from 43 percent to 14 percent within a two month period. Boston scientific technical services confirmed that the device is exhibiting premature battery depletion. The plan is to schedule a box change procedure. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to being prematurely depleting. Latitude data showed the remaining battery percentage had dropped from 43 percent to 14 percent within a two month period. Boston scientific technical services confirmed that the device is exhibiting premature battery depletion. The plan is to schedule a box change procedure. Subequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to being prematurely depleting. Latitude data showed the remaining battery percentage had dropped from 43 percent to 14 percent within a two month period. Boston scientific technical services confirmed that the device is exhibiting premature battery depletion. The plan is to schedule a box change procedure. No adverse patient effects were reported. This device remains in-service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, this report will be updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to being prematurely depleting. Latitude data showed the remaining battery percentage had dropped from 43 percent to 14 percent within a two month period. Boston scientific technical services confirmed that the device is exhibiting premature battery depletion. The plan is to schedule a box change procedure. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.